Event description:
It was reported that crosstalk was observed on the device. The patient was asymptomatic. The over sensing occurred after the atrial pace. The device was reprogrammed. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.